Manufacturer narrative:
Still under investigation.

Event description:
In 2007, during procedure to place hilal micro coils, the physician was using product as labeled but the coils were stuck. They tried four packages but this happened with every package. The coils remained stuck inside of the catheters. Now there is one coil missing and it is unk if the missing coil went into the patient or not.